Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tubing detached from connector on (B)(6) 2024 , which resulted in elevated blood glucose, therefore patient had received correction injection via multi daily injection (mdi). The infusion set was in use for 24 to 48 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 6 of 6.